Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the radial artery. The target lesion was located in the calcified and severely tortuous unspecified artery. A 15mm x 2.25mm nc quantum apex balloon catheter was used to treat the target lesion. During the procedure the balloon ruptured under unknown pressure with unknown number of inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Upn corrected from h7493912415220 to h7493896112150. Device lot number corrected from 16035857 to 15789765. Device expiration date corrected from 04/18/2016 to 01/09/2016. Device manufactured date corrected from 04/20/2013 to 01/10/2013. Device evaluated by MFR: the complaint device was received for analysis. Magnified inspection revealed no damage or irregularities. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
A 15mm x 2.25mm nc quantum apex¿ balloon catheter was initially reported and correct device should have been a 1.50mm x 12mm apex¿ push balloon catheter.